Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 50 mg/dl. The customer drank about 8 to 10 ounces of sunny d and now the sugar level is 70 mg/dl. The customer asked will the pump automatically suspend insulin deliver if she is low. The customer was advised if not using sensor pump will not go into suspend and will have to suspend manually.